Manufacturer narrative:
A product investigation was performed. The 351.27, lot number us98969, 13.0mm cannulated drill bit 300mm was returned with approximately 20 mm (length) of the coupling end tip broken off. This fragment was returned along with the device. This complaint is confirmed. The 357.399, lot number 7650378, 3.2mm guide wire 400mm was returned stuck in the returned 13.0 mm cannulated drill bit (part #351.27 lot #us98969). The portion of the guide wire that is sticking out of the drill bit was observed to be bent. This condition is confirmed. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned devices are already broken/stuck/bent. The 351.27 13.0mm cannulated drill bit 300mm is used assist in opening the femoral canal for insertion of femoral nails. Proper usage of this device is covered in the titanium distal femoral nail system technique guide. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive force during use, potentially related to dense bone, or application of force not in line with the drilling angle. Cumulative wear over the part's lifetime (8+ years) can also cause material fatigue and breakage. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes - gfa, gff, hsz. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 351.27 and lot # us98969: release to warehouse date: 02-dec-2008, expiration date: na, supplier: (B)(4): no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an opening reamer (13.0mm cannulated drill bit) broke into two pieces at the chuck connection and drill shaft interface during an intramedullary nailing (im) nailing case on (B)(6) 2017. Only an entry guide wire (k-wire) had been inserted at the time, and remains incarcerated in the drill bit. The surgical team had to use a pair of pliers (non-synthes) to retrieve the broken drill bit; it could no longer be connected to the drill. A second instrument set had to be located and opened. There was a reported surgical delay of eight (8) minutes. All fragments were easily retrieved. No additional x-rays required. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: k-wire (part # 357.399, lot # unknown, quantity - 1), stryker power drill (non - synthes) (part # unknown, lot # unknown, quantity - 1), plier (non - synthes) (part # unknown, lot # unknown, quantity - 1). This report is for one (1) 13.0mm cannulated drill bit this is report 1 of 1 for complaint (B)(4).